Manufacturer narrative:
Health professional ¿ (blank) and occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump's foot switch responded abnormally. There were no reports of patient harm. A request for further clarification about the malfunction is in progress.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional service center for inspection and the reported failure was confirmed. In addition, there were no new reportable malfunctions identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the foot switch connector port was found to be detached, and the air switch unit was broken was due to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flushing pump's foot switch responded abnormally. The issue occurred at the start of the procedure. There were no reports of patient harm.